Manufacturer narrative:
B3 date of event and g3 date received by manufacturer were corrected from (B)(6) 2023 to (B)(6) 2023. G4 510k was corrected from k211900 to k102495. An engineer went to the customer's site and checked the correct alarm configuration. The engineer performed testing using a simulator and all red alarms appeared in the control panel. The central monitoring was rebooted, testing confirmed the device is functional and remains in use at the customer's site. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the monitor does not report the alarms. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.